Event description:
Surgeon was using harmonic during surgery. The tip broke off the instrument and the or team had to search for it to ensure that it had not fallen into the patient.the wire jaw of the harmonic scalpel was broken during the dissection and the fragment was identified and accounted for by the end of the operation.